Event description:
During the follow-up dated (B)(6) 2016, ventricular oversensing and potential atrial capture failure were observed.

Event description:
During the follow-up dated (B)(6) 2016, ventricular oversensing and potential atrial capture failure were observed.